Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photograph confirmed superficial damage to the external portion of the patient¿s driveline; however, a specific cause of this damage to the patient¿s driveline could not conclusively be determined through this evaluation. A photograph of the patient¿s driveline at the exit site was submitted for review. The photo depicted a tear in the silicone layer of the driveline close to the exit site. The account communicated that they would continue to contact the patient about coming in for a rescue tape repair as they had not answered phone calls. The submitted log file contained data spanning from 16jul2021 23:14:38 through 04aug2021 08:13:03, per the timestamp. No atypical events were captured. The pump appeared to function as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2014. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there is a tear in the outer casing of the driveline about a ¼ inch from the exit site. There were no alarms.